Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: other tissue') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), feeling abnormal ("brain fog"), alopecia ("hair loss"), mood swings ("mood swings"), urinary tract infection ("uti"), migraine ("migraines "), headache ("headaches"), pelvic pain ("pain"), depression ("depression"), anxiety ("anxiety"), acne ("acne,"), renal cyst ("cyst on kidney"), anaemia ("anemic") and blood disorder ("blood disease"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, tooth disorder, dyspareunia, dysmenorrhoea, feeling abnormal, alopecia, mood swings, urinary tract infection, migraine, headache, pelvic pain, depression, anxiety, acne, renal cyst, anaemia and blood disorder outcome was unknown. The reporter considered acne, alopecia, anaemia, anxiety, blood disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, renal cyst, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received- new events abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, mood swings, brain fog, uti, migraines , headaches, migration of essure device location of device: other tissue, pain, depression, anxiety, acne, cyst on kidney, anemic, blood disease, plaintiff did not underwent essure confirmation test were added. Event injury was deleted. New reporter, patient information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.